Manufacturer narrative:
Occupation is lay user/patient. The country of origin is (B)(6). The customer¿s strips were returned for investigation. The returned test strips were measured on reference meters with a high level control sample. Qc test (range: 2.5-3.1inr): vial: 160143. Qc1: 2.7 inr. Qc2: 2.7 inr. Qc3: 2.6 inr. Vial: 160257. Qc1: 2.7 inr. Qc2: 2.7 inr. Qc3: 2.7 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Relevant retention test strips (lot 322642) were tested in comparison with the master lot coaguchek xs. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using an unknown method. At 10:00 a.m. The meter result was 3.7 inr and at 10:00 a.m. The laboratory result was 2.2 inr. The patients therapeutic range is 2.0-2.5 inr and tests weekly. The patient feels fine.